Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the local registration failed the first time. The second time it passed but the physician could not clearly see the nodule when marking, so, the physician thinks the updated position was incorrect. The physician was unable to complete the enb portion of the case. Also, unable to complete by other means.